Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the patient complained of a tingling/shocking sensation, however, review of stored device memory noted no shock therapy had been delivered. It was noted that the patient was non-compliant and had been lost to follow up for over a year. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that continued high out of range pacing impedance measurements greater than 2,000 ohms was observed. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.